Event description:
It was reported that an empty reservoir alarm was triggered on (B)(6) 2014. A review of the pump logs confirmed a low reservoir alarm on (B)(6) 2014 at 12:43 and a motor stall at 17:29. Following a refill and programming session on (B)(6) 2014, the logs revealed a ¿stopped pump duration may exceed tube set¿ alarm was logged at 17:29. Telemetry was performed on (B)(6) 2014 and revealed that the alarm was still audible and the motor was stalled; the stall never recovered. A pump replacement was required as a result of the event, and was planned for (B)(6) 2014. No diagnostic testing or troubleshooting was performed, as it was not required. The product issue was not resolved, nor was the cause of the issue determined. The pump was being used to deliver fentanyl. The patient status was alive with no injury and there were no patient symptoms or complications associated with the event. As of (B)(6) 2014, no pain increase was noted. It was further reported that the patient took no analgesics or other drugs since the implantation of the pump. Additionally, the patient had a history of multiple surgical interventions on her low back, with a poor result, and was diagnosed with fbss (failed back surgery syndrome); there were no other medical problems in the past or at the time of the report. The effect of the intrathecal fentanyl delivered by the new pump was the same as before the event, extremely good with complete disappearance of all pain present before the initial implantation in 2009.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump found pump motor gear train anomaly corrosion, and/or wear, and/or lubrication, as well as pump motor gear train anomaly stall due to shaft-bearing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.